Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, the tip was fractured and is not returned. Bend was observed at the fracture location. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total shoulder arthroplasty procedure, the tip of the steinmann pin broke in the patient and was not retrieved. Surgery was completed with another device. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4).